Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, failure to power up, mechanical jam, electrical /electronic property problem. There is no information on patient involvement and patient impact.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue due to failure to power up was not determined. The reported issue that there was an pump issue due to failure to power up could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, failure to power up, mechanical jam, electrical /electronic property problem. There is no information on patient involvement and patient impact.